Manufacturer narrative:
This complaint was documented via (B)(4). Probable root cause is liquid on or near vortexer causing a short. The multi-vial vortexer operator's manual, 61cr000016, provides a warning that indicates "warning: wipe up spills immediately to prevent electric shock. Turn off power immediately and do not operate until clean up is complete." The vortexer was returned; however, it was inadvertently discarded prior to any testing. The incident did not lead to the death of the patient or user. There was no delay in patient sample reporting. The original evaluation of this event resulted in a decision to not report based on the lack of injury to the user and that the event did not meet the definition of a malfunction. This event was noted during a corporate audit in (B)(4) 2012, it was decided by corporate management to report this event.

Event description:
Customer reports: the multi vial vortexer has not been used for several weeks, night person reported a mild shock when using it to the supervisor, (B)(6). Night preptech is (B)(6), she works 11 - 7. The prep. Tech. Was not injured, but the lab determined it was not a good idea to continue using this vortexer. 10:00: lab supervisor (B)(6) called and she reports the prep tech at night told her someone had decanted specimens near the front of the vortexeer and got it wet, then it seemed to short out. (B)(6) did receive a mild injury. Vortexer was removed from service at that time. (B)(6): supervisor called to report the new multivial vortexer was received and is working, old vortexer was shipped back. No system problems at this time.